Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during a bolus delivery. The customer changed out the cartridge, infusion set tubing and site after the most recent occlusion. The customer's current blood glucose (bg) level was 450 mg/dl. Correction boluses were delivered to address the bg level. After reviewing the pump logs, the cartridge was found not to have been changed for 5 days. The customer thought that she must have forgotten to change the cartridge.